Event description:
It was reported that the device was used during an unknown procedure. It was reported by the rep that the tlc55 "locked up" and would not fire. 01/12/1999 another device was pulled to complete the case. There was no consequence to the pt.